Event description:
As reported by the user facility (translation of user facility info by (B)(4)): report of a fact that occurred in (B)(6) on (B)(6) 2011, at around 17:52 rs/min, where the pt was admitted presenting with abdominal pain, was evaluated by a general practitioner, dr (B)(6), prescribing 100 ml 0.9% saline with a bulb buscopan composite. This interval was also prescribed lampola of omeprazole. The 40 mg was punctured by the practical nursing without any complications at the time of the procedure. The observation was to show improvement of clinical. At 22:00 hrs, dr (B)(6) released the pt. On (B)(6) 2011, pt returned complaining of pain, swelling and redness at the puncture site of the day (B)(6) 2011. Was evaluated by dr (B)(6). Asked where he was diagnosed and an ultrasone a foreign body within the blood vessel at the puncture site before it was requested. Eval of vascular surgery, which then escalated into a surgical intervention removing the foreign object that appears to be a tubular plastic, 2 cm.

Manufacturer narrative:
(B)(4). B braun medical, inc (importer) is submitting this report on behalf of b braun (B)(4). The actual device involved in the reported incident was not returned for investigation. Without the sample, a thorough investigation could not be performed. No specific conclusion can be drawn. A review of the batch and mfg records revealed no abnormalities or nonconformities.